Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer reported that the unit has an issue with the fraction of inspired oxygen (fio2). The customer attempted to adjust the oxygen percentage and heard a "clicking noise," and the fio2 was not changing. The unit failed the final vte test with a non-conformance measurement of 500 cch2o test the unit measured 374.2 cch2o. The customer reported that there was no patient involvement with this event. Carefusion's field service engineer (fse) assessed the unit and was unable to duplicate the reported event.